Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak while discontinuing treatment. The machine alarmed, the patient opened the cassette door and discovered a fluid leak. The set was not made available for evaluation. During follow up, the patient and the patient's pd nurse reported the patient did not have any signs of infection. The patient's pd nurse reported the patient was prescribed prophylactic antibiotic vancomycin and the patient's effluent has remained clear.